Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("irregular and excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery to remove essure in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, weight increased and headache outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("irregular and excessive bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. A20055,mooss) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient was found to have weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and feeling abnormal ("brain fog"). The patient was treated with antibiotics, ibuprofen and surgery (dilatation and curettage and undergo procedure to remove essure/partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vaginal haemorrhage, depression, anxiety, migraine and abdominal distension outcome was unknown and the menorrhagia, dysmenorrhoea, headache, vulvovaginal mycotic infection, acne, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal distension, acne, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms. Discrepancy noted regarding essure removal - as per current follow up essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information was updated. Lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("irregular and excessive bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient was found to have weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and feeling abnormal ("brain fog"). The patient was treated with antibiotics, ibuprofen and surgery (dilatation and curettage and undergo procedure to remove essure/partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vaginal haemorrhage, depression, anxiety, migraine and abdominal distension outcome was unknown and the menorrhagia, dysmenorrhoea, headache, vulvovaginal mycotic infection, acne, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal distension, acne, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received with her demographic details were updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: yeast infection, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: acne, migraines, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: bloating and brain fog. Lab data added. Other hcp added. Aka name added. Lot number added. Suspect drug implant and explant date updated. Treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("irregular and excessive bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient was found to have weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and feeling abnormal ("brain fog"). The patient was treated with antibiotics, ibuprofen and surgery (dilatation and curettage and undergo procedure to remove essure/partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vaginal haemorrhage, depression, anxiety, migraine and abdominal distension outcome was unknown and the menorrhagia, dysmenorrhoea, headache, vulvovaginal mycotic infection, acne, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal distension, acne, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("irregular and excessive bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. Mooss- not valid, a20055- valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient was found to have weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), acne ("rashes or skin conditions type: acne") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and feeling abnormal ("brain fog"). The patient was treated with antibiotics, ibuprofen and surgery (dilatation and curettage and undergo procedure to remove essure/partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, vaginal haemorrhage, depression, anxiety, migraine and abdominal distension outcome was unknown and the menorrhagia, dysmenorrhoea, headache, vulvovaginal mycotic infection, acne, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal distension, acne, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she sought a treatment for her symptoms. Discrepancy noted regarding essure removal - as per current follow up essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - in 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: update of information (batch is invalid) product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.